Event description:
It was reported to abbott that a vibratory alert was sent due to the charge time limit reached and it was confirmed during in-clinic follow-up. Device maintenance was performed and a cracking noise was heard while the capacitor was charging. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The extended charge time was confirmed via reviewing of the device image. The analysis indicated the extended charge time was caused by a failure in the high voltage capacitor.